Event description:
It was reported that the arctic gel pad was leaking and air flows out. The incident occurred during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and air leak issue is solved. Sample was not available for evaluation. Baw7667062, rev:0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached to the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad was leaking and air flows out. The incident occurred during use. Per follow up information received via mail on 15apr2025, device was used on patient when the issue occurred. No harm to patient. No health care professional (hcp) present but doctor and nurse with the patient when issue occurred. No medication required. Per follow up information received via mail on 22apr2025, the problem was solved by applying new pads. The arctic sun and the pads were thoroughly tested. In the end, the pads were replaced. No, but the quality of treatment was disrupted, and the therapy was delayed.